Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a lens case/vial. Visual inspection found the haptic broken with foreign blood stains/fibers. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - investigation findings code 213 should be included in supplemental MDR#1. H6 - investigation conclusion code 4310 should be included in supplemental MDR#1. Claim# : (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -8.5 diopter, into the patient's right eye (od) on (B)(6) 2020. Reportedly, the lens was exchanged on (B)(6) 2020 with a same size, different model lens due to refractive surprise. The problem was resolved. The cause of the event is reported as "induced astigmatism." The surgeon believes the astigmatism was caused not by the lens but the "load" on the wound and cornea during surgery.